Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (600 mg/dl) and the cause was not known. A bolus was delivered to address the bg. As the customer was not experiencing a high bg at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.